Manufacturer narrative:
Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on a previously implanted vectra plate broke and is floating in the patient's neck. It is unknown as to when the vectra plate was implanted. The patient reported to the surgeon with difficulty in swallowing and upon taking x-rays on an unknown date, the surgeon saw the titanium ring (locking mechanism) on the vectra plate floating in the neck. The surgeon believes that the floating ring will not cause any complications and hence has decided to not remove / revise the initially implanted construct from the patient. There was no device malfunction observed before the vectra plate was implanted in the patient. The patient is reported to be in stable condition. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Date of this report reported incorrectly on initial medwatch. The correct date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.